Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: anxiety. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, was diagnosed via MRI with a left breast implant rupture. As a result, the patient underwent removal surgery on (B)(6) 2021. The patient also suffered significant anxiety due to the implants. During the surgery, it was discovered that both implants were intact. Subsequently, both implants were removed without replacements. This medwatch form is for the right breast prosthesis the left breast implant was reported under mrn: 1645337-2021-08008.